Event description:
Per the clinic, the patient experienced infection at the implant site, and extrusion of the "electrode lead wire", resulting in the decision to explant the device. The device was explanted on (B)(6), 2011. There are no plans to reimplant as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).